Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected restart. The customer's blood glucose level was 101 mg/dl at the time of incident. The customer reported getting the alarm, changing the battery, getting a black screen the insulin pump counting up to six before going blank. The customer did troubleshoot the issues. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had blank display and constant tone alarm due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test or verify unexpected restart alarm, black screen, numbers count up anomaly due to blank display. Insulin pump was received with minor scratched display window and cracked reservoir tube lip.